Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.)

Event description:
It was reported that during an unknown procedure the nurse reported that the battery acted ¿like it was dying and stopped mid fire¿. Also reported that the anvil looked ¿raised or jammed¿. It is unknown how stapler was removed or procedure was completed. It was reported that the product was suspected counterfeit. Further investigation will be initiated.

Manufacturer narrative:
(B)(4). Date sent: 11/5/2021. H6: component code = g04. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil bent upwards and with a gst45w reload loaded on the device. The reload was received partially fired 1/2 and with damage on reload deck. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the device and the reload is consistent with the device being clamped over a hard object. It also is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.